Manufacturer narrative:
DHR/qn review could not be performed due to an unknown batch#. One loose 10ml syringe was received by bd canaan. The material # was reported to be 309640, the batch # is unknown. This product, per sap, is a 10 ml syringe with a conventional luer lok needle. The sample returned was a 10ml syringe without a needle attached. The syringe had red fluid splatter around luer lok and appeared to have been used. No damage or visual defects were observed in the syringe. Based on the complaint evaluation it appears the syringe was used with a ¿cut ¿ biopsy¿ needle. According to verbatim of the complaint ¿clip that holds the suction on the syringe broke.¿ it appears that the cut - biopsy needle was the issue which is not manufactured in canaan. Conclusion: based on sample, the investigation concluded bd was not able to confirm the customer¿s indicated failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper on a 10 ml bd luer-lok¿ tip syringe broke during a thyroid biopsy causing the syringe to lose suction. No injury or medical intervention.